Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted.

Event description:
It was reported that after use with a bd vacutainer® push button blood collection set the needle failed to retract which led to needle stick injury on finger. There was no impact to patient, however, health care worker was injured and first aid was provided. The following information was provided by the initial reporter: it is reported customer experienced a defective retraction issue that lead to a dirty needle stick. Additional information received 2020-10-26 from customer: "he pricked his index finger with the needle. He placed gauze over the puncture area, pushed the button to retract the needle and as he pulled out, punctured his finger. He was exposed to blood of a chemo patient who has been transfused on numerous occasions. He is to be tested, unsure of the patient."

Manufacturer narrative:
Medical device lot #: 01290890 was reported, however, this is not a lot# manufactured for this product. Medical device expiration date: unknown there were multiple medical device types reported to be involved. The information for the additional device type is as follows: medical device type: fpa common device name: intravascular administration set a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown (B)(4).

Event description:
It was reported that after use with a bd vacutainer® push button blood collection set the needle failed to retract which led to needle stick injury on finger. There was no impact to patient, however, health care worker was injured and first aid was provided. The following information was provided by the initial reporter: it is reported customer experienced a defective retraction issue that lead to a dirty needle stick.

Event description:
T was reported that after use with a bd vacutainer® push button blood collection set the needle failed to retract which led to needle stick injury on finger. There was no impact to patient, however, health care worker was injured and first aid was provided. The following information was provided by the initial reporter: it is reported customer experienced a defective retraction issue that lead to a dirty needle stick. Additional information received 2020-10-26 from customer: "he pricked his index finger with the needle. He placed gauze over the puncture area, pushed the button to retract the needle and as he pulled out, punctured his finger. He was exposed to blood of a chemo patient who has been transfused on numerous occasions. He is to be tested, unsure of the patient."

Manufacturer narrative:
The following field has been updated with additional information about the health care worker: b.5. Describe event or problem: t was reported that after use with a bd vacutainer® push button blood collection set the needle failed to retract which led to needle stick injury on finger. There was no impact to patient, however, health care worker was injured and first aid was provided. The following information was provided by the initial reporter: it is reported customer experienced a defective retraction issue that lead to a dirty needle stick. Additional information received 2020-10-26 from customer: "he pricked his index finger with the needle. He placed gauze over the puncture area, pushed the button to retract the needle and as he pulled out, punctured his finger. He was exposed to blood of a chemo patient who has been transfused on numerous occasions. He is to be tested, unsure of the patient."